Manufacturer narrative:
(B)(4). Baxter received a used dialyzer for evaluation in the baxter product analysis lab (pal). The dialyzer was disinfected with 10% bleach solution. A visual inspection was performed on the dialyzers. There was still blood residue in the venous header after disinfection process. The dialyzer could not be tested as it is considered biohazardous. This complaint could not be confirmed and the root cause was not determined. Per nipro, manufacturer, the manufacturing records, process inspection records and release inspection records of the lot concerned were reviewed and no abnormality was found. No issues were found during retained sample testing performed by the manufacturer.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. This is the 1st of two reports associated with this event.

Event description:
A baxter sales representative (bsr) reported a blood leak during therapy on the same patient and the same date using 2 xenium dialyzers. Additional information was received from the peritoneal dialysis (pd) nurse which indicates: the nurse confirmed 2 xenium xph210 dialyzer blood leaks during therapy on one patient on the same date at the onset of treatment. The blood leaks were from the fiber. The machine alarmed blood leak and both were confirmed by a hemastix test at the hanson connector. The estimated blood loss to the patient was approximately 150-250 mls each time for a total blood loss of 300-500 mls total. There was no medical intervention or hospitalization as a result of this incident. The treatment was stopped after the 2nd dialyzer blood leak and the patient was sent home. The patient had therapy the next morning and experienced no problems. The patient outcome was good.